Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent injury, the patient experienced ineffective therapy. X-ray imaging revealed migration of the ipg and one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned, and both leads were replaced. It is unknown which lead migrated.